Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 15564052 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not a good candidate for the scs system due to structural problems. The patient underwent an explant procedure. No further information could be obtained.